Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va13f4s, implanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
Product ID: 3889-28, lot# va13f4s, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that during the stage 1 procedure they saw blood where the lead and extension were connected. The rep unbooted and wiped the connections, then noticed blood inside the proximal end of the lead. The healthcare professional (hcp) used a syringe to blow air across the proximal lead opening and then it was noted that the blood was dripping from the lead. They were going to continue to try with this lead. They wiped and reconnected the lead to the percutaneous extension and rebooted. It was later noted that the lead was implanted. It was later reported that they programmed the patient on the day of the report and got settings not available, thus the patient had no stimulation. The trial stopped and the hcp was going to schedule a lead removal and replacement in a couple of weeks. Further follow-up is being conducted to determine the serial number of the main device and outcome of the patient. If additional information is received, a follow-up report will be sent.